Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with thick leaflets and an enlarged atrium. A first clip, a mitraclip xtw (50926a2054) was inserted and deployed on the mitral valve. However, post deployment, the clip opened to roughly 90 degrees. To stabilize the clip, a second clip, a mitraclip nt (51015a1020) was then inserted and deployed on the mitral valve. However, post deployment, imaging revealed that the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The procedure was discontinued with two clips implanted, and mr was reduced to a grade of 2. There was no clinically significant delay in the procedure.on (B)(6) 2026, the patient underwent mitral valve replacement (mvr) surgery. The patient was reported to be stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.